Event description:
It was reported that they had experienced high blood glucose level. Blood glucose level at the time of incident was 611 mg/dl. Customer reported following symptoms confusion, weakness, nausea, headache. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.